Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ left-sided pelvic pain'), device breakage ('device breakage/small remnant of essure coils noted in the left cornua') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 581734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, nausea, abdominal pain, endometriosis, right lower quadrant pain, abnormal uterine bleeding and spotting vaginal. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy - bilateral, hysterectomy - uterus + cervix, oopherectomy - unilateral and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device expulsion and psychological trauma outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: events resolved after essure removal: pain and bleeding. As per mr, discrepancy noted in date of removal: (B)(6) 2019. Lot number: 581734 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received. Reporter information, patient's medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('device breakage') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), device expulsion ("device expulsion") and mental disorder ("psych injury"). The patient was treated with surgery (salpingectomy - bilateral, hysterectomy - uterus + cervix, oopherectomy - unilateral). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, device expulsion and mental disorder outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, mental disorder and pelvic pain to be related to essure (ess205). The reporter commented: events resolved after essure removal: pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: new events were added: device breakage, device expulsion, pelvic pain and genital bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.